Manufacturer narrative:
Correction: product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power-up event on (B)(6) 2017 at 16:40:10. The data point recorded prior to the loss of power revealed that bat216182 was connected to power port one with 57% relative state of charge (rsoc) and an adapter was connected to power port two. The data point recorded after the loss of power revealed that bat216182 was connected to power port one and an adapter was connected to power port two. The controller was without power for 14 seconds. No alarms were logged near (B)(6) 2017. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported event was confirmed. The most likely root cause of the reported "red power alarm" was the result of the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a1, d5, h10-additional products and product event summary product event summary: the controller, one battery, and one controller ac adapter with unknown serial number were not returned for evaluation. Log file analysis revealed a controller power-up event on (B)(6)2017 at 16:40:10. The data point recorded prior to the loss of power revealed that bat216182 was connected to power port one (1) with 57% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat216182 was connected to power port one (1) and an adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 14 seconds. No alarms were logged near (B)(6)2017. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported event was confirmed. The most likely root cause of the reported "red power alarm" was the result of the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. D1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-march-2017 / serial#:(B)(6). UDI #:(B)(4). D10: no h3: yes h4: mfg date: 31-march-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: unk / serial #:unk UDI #: asku d10: no h3: yes h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power-up event on (B)(6) 2017 at 16:40:10 with associated motor start event at 16:40:12. The data point recorded before the loss of power revealed that (B)(4) was connected to power port 1 with 57% relative state of charge (rsoc) and an adapter was connected to power port 2. The data point after the loss of power revealed that (B)(4) was connected to power port 1 and an adapter was connected to power port 2. The controller was without power for 14 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on one power source. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted to change from the battery power source to the ac adapter. Upon disconnecting the battery and connecting the ac adapter power source, the red power alarm with continuous audible alarm signal was triggered separately from both power sources. The patient switched back to the battery power source and the alarm turned off. The next change to the ac adapter power source was successful, without the alarm being triggered. The controller, battery, and ac adapter remained in use. No patient complications have been reported as a result of this event.